Manufacturer narrative:
It was reported that during a cardiac ablation procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath - small started leaking irrigation fluid though the hemostatic valve. The dilator was inserted straight. The procedure delayed by 5 minutes. It was not visible by the eye if the hemostatic valve was dislodged/broken. There¿s no indication that air entered the patient¿s body. No blood leakage through the sheath occurred. The issue was resolved by replacing the sheath. No patient consequences were reported. On 10/6/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation and the evaluation has been completed. On 10/20/2020, the contact details of associated healthcare professional also were provided. The appropriate fields have been populated under section e1. Initial reporter. Device evaluation details: the device was inspected and it was found in good condition. The hemostatic valve was observed in good conditions. Then, irrigation test was performed and no leakage or irrigation issues were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. Customer complaint cannot be confirmed. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 00001224 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during a cardiac ablation procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath - small started leaking irrigation fluid though the hemostatic valve. The dilator was inserted straight. The procedure delayed by 5 minutes. It was not visible by the eye if the hemostatic valve was dislodged/broken. There¿s no indication that air entered the patient¿s body. No blood leakage through the sheath occurred. The issue was resolved by replacing the sheath. No patient consequences were reported. With the information available, this event is being coded as ¿hemostatic valve separation¿ since it is most likely that the fluid leakage occurred due to a malfunctioning or dislodged valve. Should more information become available, it will be reviewed and processed accordingly.